Event description:
An implant card was received regarding the patient¿s full revision. The implant card stated that the reason for the replacement was a revision case without specifying additional information. The explants have not been returned to date.

Event description:
It was reported that the patient feels that her vns generator is not working properly since she was kicked in the chest. It was reported that the patient had a nervous breakdown after the implant surgery. The physician states that the vns appears to be working properly but a vns wires may have come loose. The patient is scheduled for surgery for a full revision on (B)(6) 2013 since the patient feels that the vns is bothering her.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2013. The lead impedance before the surgery for the explanted vns lead was 3088 ohms. Attempts to return the explanted products are underway.

Event description:
Attempts were made to return the explanted products to the manufacturer, but were unsuccessful since the explanted products were discarded.